Event description:
It was reported that the patient experienced inadequate stimulation, multiple attempts to reprogram the device were made over the span of several months, unfortunately the reprogramming did not succeed in providing adequate stimulation. The patient underwent a revision procedure of the spinal cord stimulator (scs) in which the implantable pulse generator (ipg) was replaced with a new device. The patient is doing well post-operatively. The device will not be returned for analysis as it was retained by the facility because they do not release contaminated devices.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7075270, brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7075614.